Event description:
Information received from the field notes that the patient was seen at the clinic for holter monitoring and pacemaker evaluation. The mode switch histogram showed four auto mode switch (ams) events. Although the ams rate was 220, the holter showed no cardiac event greater than 210. The holter also showed occasional rate slow-downs, with pv intervals of about 240 ms.